Manufacturer narrative:
Product is expected to be returned but has not yet been received. Additional relevant info will be provided when the device eval is completed.

Event description:
It was reported that during the surgery, the tip of the driver broke. The broken tip was not found and not known if it remains in the pt.